Event description:
Received copy of customer's medwatch report which stated: "chemotherapy drip started via IV pump. Pt noticed that the IV line was dripping fluid outside the tubing. Nurse observed small drips from IV chamber at the chemotherapy line. Chemo stopped and drips cleaned per chemo spill policy. Pharmacist checked line as well. No spills found on pt, staff, or anywhere but the original site". There was no pt harm reported. No further pt/event info was provided. (B)(4).

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.